Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for bleeding in a procedure. The exact procedure date was unknown. During the procedure, the clip would not deploy off the catheter the procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h2: block e1 (initial reporter first name, initial reporter last name, initial reporter phone, and occupation) have been updated based on the additional information received on april 26, 2024. Block h6: imdrf device code a15 captures the reportable event of clip did not release. Block h10: investigation results the returned resolution clip device was analyzed, and it was found that the clip assembly was stuck into the bushing and with the clip assembly bottom part deformed. Also, the spool returned separated, and the control wire was kinked at the handle section. No other problems with the device were noted. The reported event of clip unable to release was confirmed. Investigation found that it is possible that this could have happened is that the amount of the tissue grasped was bigger than the clip could close, causing that the customer needed to apply an excess of force to close the clip arms in order to activate them, but due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Then due to this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip and cause the control wire and clip detachment, causing a deployment problem. Regarding the damages found on the clip assembly, this is likely due to the entrapment against the bushing. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for bleeding in a procedure. The exact procedure date was unknown. During the procedure, the clip would not deploy off the catheter the procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.